Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient had their ins removed because they couldn't get it in the right place to help with their pain. It would be in the right location and then would move. The ins wasn't the right thing for them so it was removed. No further complications reported.